Manufacturer narrative:
Final device investigation found that the device was returned with the teeth looking slightly deformed and dull, and the inner shaver stuck inside the outer sheath. The device had to be pried apart for eval. The inner shaver showed scouring marks visible on inner surface of the outer sheath at the distal tip. Upon eval, the inner shaver and outer sheath were rotated on their own axis by hand to determine if there was any friction or metal on metal contact. The device produced pronounced rubbing between the inner and outer subassemblies. The device history record was reviewed and no discrepancies were noted. The instructions for use state "excessive pressure may cause cutters, shavers, or burrs to bend or break which may in turn cause harm to the pt and or operating room staff."

Event description:
It was reported that the device "disintegrated" during a right knee scope, metal shavings/flakes in the knee. The shavings were seen after some use of the device. It was felt that too much torque was being put on the device causing metal on metal. The shavings were suctioned out. Another device was used to finish the procedure. There was no pt injury.